Event description:
Boston scientific crm received information that this patient contacted our company stating they thought their device was supposed to last 15 years. The device has been implanted 4 years. The patient explained they use teletransphonic monitoring every month and at their last follow up appointment 7 months ago, was told the device battery only had two months remaining. The patient states their battery status has not changed since this last follow up. Technical services (ts) discussed longevity and elective replacement time (ert) and referred the patient to their physician for a device battery status.

Event description:
Eight months later this device was returned and out of service paperwork indicating this device battery depleted early.

Manufacturer narrative:
There is no further information available. Should additional information become available, this event would be updated.

Manufacturer narrative:
The device is currently in analysis. Initial testing indicated this device did not meet longevity requirements so additional testing is being performed. When analysis is complete, this report will be updated.

Manufacturer narrative:
Following return to boston scientific, detailed mechanical and electrical testing was performed in our post market quality assurance laboratory. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.